Manufacturer narrative:
Additional information was received that there was a lead migration.

Event description:
A report was received that the patient was experiencing pain in the right abdomen and was having stimulation issues. It was also noted that the lead was implanted with contacts pointed posterior or flipped at some point. The patient underwent a revision procedure wherein the lead and ipg were replaced.

Manufacturer narrative:
Concomitant medical products: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain in the right abdomen and was having stimulation issues. It was also noted that the lead was implanted with contacts pointed posterior or flipped at some point. The patient underwent a revision procedure wherein the lead and ipg were replaced.